Manufacturer narrative:
Analysis of the fiber revealed a fiber broken into two pieces that otherwise appeared unused. It was noted by the customer that the fiber showed a cracked distal tip out of the box. During the visual examination, the distal tip showed no signs of cracking and appeared to be a conforming distal tip. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The rfid scan revealed one brief usage with a minimal amount of energy (less than 1 joule) being applied on (B)(6) 2018. During the evaluation, the fiber did not break when tested on the bend radius test fixture, and when re-stripped and cleaved the fiber transmitted laser energy within dmta specification. The successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. In addition to confirming the part number and revealing the lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on (B)(6) 2018. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. It is unknown why the customer reported a cracked distal tip out of the box. The fiber was likely inadvertently broken due to user mishandling.

Event description:
Customer reported that the fiber had a cracked distal tip upon opening the package and inspecting the fiber.